Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the step of retracting the 5f exoseal vascular closure device (vcd), the indicator window did not change color. It still did not change color when pulled outside the body and required a lot of force to press the plug deployment button, which released the plug. Hemostasis was achieved through compression. There were no reports of patient injury. The exoseal was used to establish hemostasis after performing lower extremity arteriography on a patient. The procedure used a retrograde approach. The patient¿s bmi was not greater than 40. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A non-cordis catheter sheath introducer. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had no visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and there were no anomalies noted to the loop. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, during the step of retracting the 5f exoseal vascular closure device (vcd), the indicator window did not change color. It still did not change color when pulled outside the body and required a lot of force to press the plug deployment button, which released the plug. Hemostasis was achieved through compression. There were no reports of patient injury. The exoseal was used to establish hemostasis after performing lower extremity arteriography on a patient. The procedure used a retrograde approach. The patient¿s bmi was not greater than 40. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A non-cordis catheter sheath introducer. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had no visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and there were no anomalies noted to the loop. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. The guard locking simulation could not be performed due to the unit being received already deployed. Similarly, the functional deployment simulation evaluation and the indicator wire deployment test could not be performed, as the unit was already deployed upon receipt. Despite the inability to perform these simulations, the deployed state of the unit did not exhibit any abnormal condition. A high magnification evaluation was executed to assess the assembly configuration. During this analysis, no abnormal conditions were observed to be reported, as no signs of obstruction or any impediments were observed that could be related to the reported event. The reported event of ¿indicator windowno change to indicator¿ was not observed through analysis of the returned device, since the device was received fully deployed. It was reported that the device was manipulated post procedure and therefore, a functional analysis could not performed. The internal mechanism showed no anomalies. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, since the device was received fully deployed. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.